Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) could not be interrogated and would not emit beep tones with the application of a magnet.